Event description:
End-user stated that peristomal skin is red and itchy with scattered open areas and describes hyperplasia.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It is reported that end-user has used this product for a while, but is not sure how long. End-user was advised to use stomahesive powder and barrier spray, and to see an ostomy nurse to treat the hyperplasia. Samples were sent to end-user. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted. (B)(4).